Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00335.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc through the lantern, the physician experienced resistance. The physician then decided to pull the pod pc back into the lantern; however, during retraction, the pod pc unintentionally detached within the lantern. Therefore, the physician removed the lantern containing the detached coil. The procedure was completed using a new lantern and a new pod pc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was compressed and had multiple consecutive kinks from approximately 118.0 ¿ 130.0 cm from the hub. A guidewire was returned within the lantern. During functional testing, strong resistance was encountered while retracting the guidewire out of the lantern and, consequently, the distal end of the guidewire fractured. While retracting the guidewire, the embolization coil was simultaneously retracted into the lantern. After removing the guidewire, a stainless steel mandrel was advanced through the hub of the lantern and the embolization coil was pushed out. Conclusions: evaluation of the returned pod pc revealed a fractured pusher assembly and confirmed a detached embolization coil within the returned lantern. The complaint reported that resistance was experienced when attempting to advance and retract the device. If the pod pc is forcefully retracted against resistance, the pusher assembly may fracture. The fracture likely caused the embolization coil to detach. Evaluation of the lantern revealed compression and multiple consecutive kinks on the distal end of the device. The damage to the lantern likely occurred as a result of attempting to forcefully retract the pod pc through the lantern against resistance. Based on the returned condition and the reported complaint, the root cause of the resistance could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00335.